Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator (ICD) revealed recorded episodes of inappropriate automatic mode switch (ams). The episodes were attributed to over-sensed noise. There was no patient symptoms reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.